Event description:
It was reported by service report that the calf supports were not locking. The customer reported that they did not know if there was any pt involvement of if there were adverse consequences to report.

Manufacturer narrative:
Calf support assembly.